Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report of the temperature is out of range was confirmed during fse testing and verification of thermal damage was subsequently confirmed during dchu investigation process. According to work order (B)(4), the fse swapped temp probe with new replacement and was found reporting ambient air temperature correctly. The fse installed replacement probe & validated temp. The fse tested operation in application and hta diagnostics with no issues noted. During dchu visual inspection: p/n 136355-01: the laboratory inspection confirmed that assy, cable, shielded, temperature was found to have pronounced black markings indicative of thermal damage, suggesting that the insulation had been weakened due to overheating . During dchu testing: p/n 136355-01: no further dchu testing was necessary due to the visible thermal damage observed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue, in which the srm temperature was out of range, was determined to be a thermally damaged assy srm buffered temp probe, which prevented the unit from functioning properly.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the temperature was out of range. As per part investigation, it was determined that there was thermal damage observed on the assy smart remote manager buffered temperature probe. There were no delay, no adverse events or injuries reported based on this event.